Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/5/2017. Device returned to manufacturer: yes. The intraocular lens (iol) was returned to the manufacturing site for evaluation, visual inspection using 12x magnification of the return sample shows the product is cut in half, most probably to make explant possible. Due to the condition of the returned lens, no further investigation was performed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, the exact date was not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that right eye of a female patient was implanted with intraocular lens (iol) technis symphony 22.0 diopter zxr00 on (B)(6) 2017. Patient later complained of excessive glare over a period of months, so the doctor explanted the lens on (B)(6) 2017. Additional information was received and it was learnt that doctor replaced lens with a non-amo standard lens. There was no incision enlargement, no capsular tear or vitrectomy performed. No patient injury. Patient was doing well post op. No further information was provided.